Manufacturer narrative:
(B)(4) device / parts will not be returned for evaluation.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump keeps issuing "helium leak" alarms. Findings: checked out pump. Confirmed. Determined leak caused by pump assembly. Software level 2.24.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the pump assembly was returned for evaluation. Visual inspection of pump assembly was performed and no abnormalities were noted. The pump assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and performed functional testing. The known good autocat2w with the pump assembly failed testing. The pump alarmed "possible helium loss 3 (2)" approximately three minutes after pumping was initiated. A visual inspection of the pump assembly internal hardware was performed and no abnormalities were noted. Additional evaluation was performed by removing the bellow assembly. A leak test was performed by applying air while submerging it in the water. Leaks were noted from the bellow assembly. A device history record review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported problem of "alarm, helium loss" is confirmed. The pump assembly failed functional testing. The reported problem was reproduced during the functional test. Leaks were detected to be coming from the bellow assembly and that was the cause of the helium leak alarm. The cause of leakage from the bellow assembly is undetermined.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump keeps issuing "helium leak" alarms. Findings: checked out pump. Confirmed. Determined leak caused by pump assembly. Software level 2.24.

Manufacturer narrative:
(B)(4). Device evaluation: no intra-aortic balloon pump (iabp) parts or recorder strips were returned to teleflex (B)(4) for evaluation. The pump was checked by the field service engineer and determined the leak was caused by the pump assembly. The pump assembly was replaced. A device history record review was conducted for the iap and pump assembly lot/serial numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium loss alarm" is confirmed. A leak was found with the pump assembly. The cause of the reported complaint is undetermined.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump keeps issuing "helium leak" alarms. Findings: checked out pump. Confirmed. Determined leak caused by pump assembly. Software level 2.24